Event description:
It was reported there was a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stalls occurred multiple times. It was noted at least four pump stalls occurred "ranging in duration times of 20 minutes to 20 hours". The pump only alarmed once. The patient experienced severe withdrawal symptoms during at least two stalls. A rotor study and dye study were not performed. No troubleshooting was done regarding the motor stalls. A new pump was implanted on (B)(6) 2012. It was noted there was no injury. The patient recovered without sequela. It was also reported that an investigation was done with the clinic and the patient. They found out that the remote the patient used for their handicap accessible vehicle had a magnet in it. The wheelchair bound patient would store the remote in their abdomen area when they were traveling in and out of their vehicle which was right over their pump and that was what was causing the motor stalls. They confirmed this with the dates and times from the event logs of the stalls vs. The documented dates and times of the patient's activities. The pump was delivering compounded baclofen.

Event description:
The patient started having the motor stalls (B)(6) 2012. There was no history of stalls, but the patient had about four in one week. The patient heard the alarm and the stalls were confirmed with telemetry. Stalls ranged 10 minutes to 12 hours. The stalls were diagnosed on (B)(6) 2012 and the pump was replaced (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. Complete analysis was done on this device, with no anomalies found. It was believed that eri/magnetic fields were the cause of the stalls.